Event description:
It was reported that an error message indicating that the pump reservoir did not work occurred. According to the nurse, this issue had occurred other times but with a maneuver of the cassette it had been resolved. Upon additional information received it was determined that two hours after installing the pump to guarantee operation the device started alarming. Pressing the stop/start button did resolve the alarm. In this time the equipment indicated occlusion entry. The user was instructed to remove the batteries and after installing them again the pump continued to alarm high pressure. Again, pressing the stop/star button did not stop it from alarming. The patient required hospitalization and the preparation of a new dose of blincyto, which was installed at 9:20 pm with supplies compatible with the standard equipment at the institution, thus 48 hours of medication was lost. The patient remained without receiving the medication for approximately 6 hours.

Manufacturer narrative:
Other text: d4: catalog number is unknown. D4: UDI information is unknown. G5: premarket (510k) number is unknown. No product information has been provided to date. H10: device evaluation: no product was returned for investigation. No lot number was provided; therefore, DHR (device history review) could not be performed. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).